Event description:
It was reported that the electrical plug sparks when plugging and unplugging unit. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was evaluated by a field service tech and the event was confirmed. The wires within the connector were worn off. The wires were repaired and the device was returned to the customer.